Event description:
It was reported that a patient underwent a spaceoar vue placement procedure on (B)(6) 2026. Subsequently on (B)(6) 2026, that the patient was admitted to a veteran assistance (va) where a computed tomography (CT) scan revealed finding consistent with colitis and a potential hydrogel-related infection. The images were evaluated, it was determinate that around a 20% of the hydrogel looked to be place anterior to denonvilier's fascia, it climbed the venous vessels on the right, the rest of the hydrogel was placed in the right place. The patient was admitted due to pneumonia and was also diagnosed with pulmonary embolism. The patient required admission to the intensive care unit (ICU), where later on, (B)(6) 2026, the patient passed away.boston scientific has been unable to gather additional information, despite the good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf impact code f02 captures the reportable event of death. Imdrf device code a150202 captures the reportable event of gel found in unintended site vascular. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Imdrf patient code e1036 captures the reportable event of colitis. Imdrf patient code e0733 captures the reportable event of pneumonia.

Event description:
It was reported that a patient underwent a spaceoar vue placement procedure on (B)(6) 2026. Subsequently on (B)(6) 2026, that the patient was admitted to a veteran assistance (va) where a computed tomography (CT) scan revealed finding consistent with colitis and a potential hydrogel-related infection. The images were evaluated, it was determinate that around a 20% of the hydrogel looked to be place anterior to denonvilier's fascia, it climbed the venous vessels on the right, the rest of the hydrogel was placed in the right place. The patient was admitted due to pneumonia and was also diagnosed with pulmonary embolism. The patient required admission to the intensive care unit (ICU), where later on, (B)(6) 2026, the patient passed away. Boston scientific has been unable to gather additional information, despite the good faith efforts.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The instruction for use mentions the patient adverse events as potential complications that may be associated with the use of the device. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular", "gel found in unintended site - vascular", "infection", "embolism pulmonary", "colitis" (related with inflammation as per medical review)" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The risk review was not completed for the events of "pneumonia and death" since as per medical review "there is insufficient information to determine if pneumonia is related to the spaceoar vue device or procedure. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to eventdetailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block d4:h4the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day.block h6: imdrf impact code f02 captures the reportable event of death.imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.imdrf patient code e1906 captures the reportable event of infection.imdrf patient code e050303 captures the reportable event of pulmonary embolism.imdrf patient code e1036 captures the reportable event of colitis.imdrf patient code e0733 captures the reportable event of pneumonia.